Event description:
It was reported that both right atrial (ra) and right ventricular (rv) leads exhibited high and unstable thresholds. The leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.